Event description:
Medics were treating a pt during a rain storm. They defibrillated the pt at 200j. They charged the unit for the second defibrillation attempt and the unit did not discharge. There was no adverse effect on the pt.